Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results on a (B)(6) female patient with chest pain. There was no additional patient information at the time of this report. Return product is available. (B)(6). Per I-stat system manual: art: 714258-00q rev. Date: 15-apr-18. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The customer states that the patient received a catheterization that resulted negative. It is suspected that the possible cause for the elevated troponin could be due to renal failure based on the patient's clinical picture. However, this information was not confirmed at the time of this report. Apoc has determined that patient may have received an unnecessary catheterization resulting in an adverse event. The patient was discharged the following day. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/15/2018. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot p18056.